Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated by the alinity c processing module for a patient. The sample was repeated on the same instrument and the result was normal. The following data was provided: customer¿s normal range: 136 to 146 meq/l. Initial sodium result = 109 meq/l; repeat result 144 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tubing, peristaltic head (rohs) was leaking causing a backflow into the cuvettes. The part was replaced, and the issue was resolved. No additional result issues have been documented since the service activity. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01676 or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer reported a falsely decreased sodium result generated by the alinity c processing module for a patient. The sample was repeated on the same instrument and the result was normal. The following data was provided: customer¿s normal range: 136 to 146 meq/l. Initial sodium result = 109 meq/l; repeat result 144 meq/l . No impact to patient management was reported.